Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) and calibration were valid at the time of the event. The issue was limited to one patient sample. A sample specific issue cannot be ruled out as a potential cause of the event. The cause of the event is unknown. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A patient sample was run eight times for free light chains, type kappa (flc kappa) on an atellica neph 630 system using n latex flc kappa reagent. The results that were run using a 1/400 sample dilution recovered falsely low. The correct result was obtained when running the sample with a 1/2000 sample dilution. The higher result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low flc kappa results.